Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery twice. The blood glucose reading was 427 mg/dl, which the customer treated with a manual injection. Upon troubleshooting, it was found that insulin did not exit and alarmed no delivery during a fixed prime. The customer stated that insulin did not exit with a plunger push; advised that the alarm was caused by an infusion set or reservoir connection. Advised to change the set out. She confirmed that the insulin pump started delivering insulin after changes. Nothing further reported.